Manufacturer narrative:
The insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Unexpected restart alarm after battery change due to faulty interface board. No signal too low alarm, low battery alarm, off no power alarm, blank display noted. The battery icons functioned properly. The pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and broken belt clip slot.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm, signal too low alarm and low battery alert. The customer's blood glucose value was 123 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated alarm occurred shortly after new battery insert. The product was returned for analysis.